Event description:
Customer executed a required monthly check of the vidas instrument using vidas qcv, which is a quality check to detect pipetting and optical issues. Qcv testing failed and the customer contacted the customer service as required. A field service engineer was dispatched to troubleshoot the issue and found the scanner cable was defective (the replacement fixed the issue). The frequency of the scanner cable replacement is 2 years, but the scanner cable was not replaced as expected by (B)(6) 2009. The investigation also revealed the previous qcv performed was out of range and that the customer had not followed our instructions for use (IFU), which requires the section be taken offline and customer service be called. Also, the customer was running their assays with expired calibrations and some kit controls were not tested as required in the ifus. If the customer had followed the ifus for vidas qcv testing, assays calibrations and controls procedures, it is likely that the scanner cable issue would have been detected earlier. Per request from cust svc., the customer performed a retrospective analysis of patient results since the last successful qcv check and determined that potentially discrepant results had been reported for the following assays: vidas hcg, vidas ca 15-3, vidas cmv igg.